Manufacturer narrative:
H10. Additional information- a3, a2 1950, b1, b5, d1, d4, d6a, d8, d10, e3, e4, g2, g4 510k, h4, h6 health effect - clinical code & health effect - clinical code. D10. Concomitant- sn (B)(6), cat# 180-01-54 - crown cup,cluster-hole gr.54 h3. Investigation results- a number of variables including use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) could have all contributed to the increased trend in wear/osteolysis related complaints. The most likely cause for the revision reported due to early prosthesis wear/osteolysis is a combination of the risk factors specified in health hazard evaluations and other company documents. Patients with increased risk tend to present with signs for prosthesis wear and subsequent particle-induced osteolysis within the first 5 years after the index arthroplasty and have the following characteristics: significant edge loading of the femoral head on the acetabular liner, patients implanted with a lateralized liner, patients in whom the largest available femoral head and/or thinnest available acetabular liner was used, and patients implanted with a component having a shelf age of greater than 2 years. Those patients having a combination of risk factors will have the highest risk for early wear and lysis. However, this cannot be confirmed from the reported information. Gxl liner had already been phased out of the us market. These devices are used for treatment not diagnosis. There is no additional information available.

Event description:
As part of the manufacturer's recall campaign, the patient presented herself for a check-up. The x-ray and CT check showed a clear decentering of the prosthesis head and minor osteolysis in the acetabulum as a sign of inlay wear. This was verified during the revision surgery. As part of the replacement operation, in addition to the inlay replacement, the firmness was determined, cup integrity as well as the curettage and sealing of the cysts in the socket using allogeneic cancellous bone and changing the prosthetic head. There is no additional information available.

Manufacturer narrative:
H3: pending investigation.

Event description:
As reported, a patient had an initial tha on an unknown date. The patient was revised on -(B)(6) ; reason unknown. No further information provided.